Manufacturer narrative:
Other- company representative. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing presyncope and ventricular tachycardia (vt). However, the implantable cardioverter defibrillator classified the vt rhythm as supraventricular tachycardia (svt) and did not deliver high voltage therapy. The patient was externally cardioverted without complications. Tachycardia therapies were disabled and the patient was referred to palliative care. The patient was stable after the event.